Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the system integration the monitor was black and that it was not possible to switch to other sources. The event occurred during an unspecific procedure. There were no reports of patient harm.